Event description:
Same case as MFR report #6000137-2004-00003

Event description:
During procedure preparation the catheter was flushed successfully, however it was not possible to push the guidewire through the pigtail. Inspection of the wire found a plastic protrusion at the pigtail tip. A new guidewire was used and the procedure was successfully completed.